Manufacturer narrative:
Evaluation summary: stylette and sheath returned loaded into device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft at 4cm proximal to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
The physician intended to use a resolute integrity rx coronary drug eluting stent to treat a non tortuous, severely calcified lesion located at the circumflex artery exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. And excessive force was not used during delivery. It was reported that the lesion stenosis was passed with a guide wire and was pre-dilated many times using a sprinter device but the resolute integrity device could not pass through the lesion as the lesion was severely calcified. It was also reported that the physician believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The physician completed the procedure using an unknown device and the patient status post procedure is alive with no injury. Stent deformation was noted during device analysis.